Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection confirmed that the sets¿ tubing was cut. A visual inspection of the pouch revealed that it had a missing seal and there were sealing marks on the ends of the tubing cut. The cut was caused by the tubing being caught in the seam during the sealing process. A re-certification/certification process has been completed by operators.

Event description:
It was reported that a flogard compatible bloodset was found to be in two pieces. A strained cut (on a diagonal angle) was observed to be near the drip chamber in the middle of the line. This malfunction was identified before use when the user was removing it from the packaging. There was no patient involved. No additional information is available.